Event description:
It was reported that during a poba treatment procedure involving a circumferential stenotic lesion in the lad, the adante balloon ruptured at 10 atm's on the third inflation. No patient injuries or procedural complications were reported. Patient status is reported as 'good'. No other information is available at this time. Note: product expired 03/01/02, but was used 08/02/02.